Manufacturer narrative:
No button error alarm noted. All buttons function properly; however unit had corroded keypad traces. Unit had missing end cap sticker, battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corners.

Event description:
Customer reported via phone call to have received a button error alarm and was not able to clear due to buttons not responding. Customer's blood glucose was 130 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.